Event description:
It was reported that during a lap chole procedure, the device jammed. No additional information is available. There was no patient consequence.

Manufacturer narrative:
Malformed clips. Evaluation summary: the analysis results found that the el5ml device was received in good visual condition. The device was tested for functionality and it double fed the clip, the device was manually assisted to opent the trigger as the jaws were closed and it fired six clips conforming. In addition, the orange indicator was beyond its intended position. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determined if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.